Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was implanted with good thresholds and good sensing. However, prior to post implant discharge, a system review revealed exit block with high pacing thresholds. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.